Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: deflation: observed a delamination partial in the diaphragm valve assessed as to adhesive failure, opening sharp under the plug strap disk shell assessed as to unidentified and opening striated assessed as to surgical damage. Additional observations: crease fold observed in the device. Wear abrasion observed in the device. White particles observed inside of the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted and replaced.